Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cracked lens during loading. There was a patient contact and no patient harm. Lens was explanted in initial procedure.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Iol received in two segments, one adhered to a piece of carton, the other loose in a zip lock bag. Solution is dried on the iol (intraocular lens). The reported crack cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. One haptic is nicked/chipped-rejectable, which could have been interpreted as the reported complaint. The optic is scratched/marked-rejectable. The complainant indicates the use of a company iol delivery device which is not recommended for use with this model. We are unable to determine the root cause for the reported complaint "cracked lens (in and out)". The iol was returned in two segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).